Event description:
The product was returned with no complaint. The drug delivered via pump was baclofen. No additional information was provided.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4). Analysis of the pump found a pump alarm and resonator anomaly. The pump passed all non destructive testing with the exception of the alarm test, which failed with a reading of 67.6 db. (Minimum spec. Was 70 db.) Further inspection showed small cracks and some scuffing on the resonator, with no noticeable damage to the top shield. The alarm waveform test was also done. The results were-- peak to peak voltage was 6.7 volts. The battery voltage measured during the test was 2.87 vdc. The peak to peak voltage needs to be at least twice that of the battery voltage measured during the test, which it was.